Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead a micro-perforation occurred. The lead measurements were normal, however, there was a moderate effusion present. It was noted the helix was through the myocardium, but not the ring electrode. The lead was safely repositioned and a drain was placed to control the effusion. Reportedly the patient did fine and the post-operative check the next day was fine. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.